Event description:
During cholecystectomy laparoscopic ioc procedure, incomplete staple from blue staple cartridge x 2. White cartridge stapled completely with no problem. Same instrument used with all loads. Mfg rep present and verified correct load usage. Staples used with ethicon endopath etx-flex 45 articulating endoscopic linear cutter, ref lot e4la9e, 2013-05. Info from white staple cartridge that stapled appropriate: endopath etx45 2.5 mm vascular thin staples, lot e4lc59, 2013-05.